Event description:
It was reported that the tilt actuator on a powered wheelchair was stuck in the tilted position during use. There was no report of user injury or medical intervention.

Manufacturer narrative:
Submission of this MDR, under this part does not constitute an admission that the device and/or any employee, caused or contributed to the reportable event.